Manufacturer narrative:
The reported event of device in backup operation was confirmed. The device was in backup mode upon receipt with battery voltage above elective replacement indicator (eri) voltage level. Attempts to re-load the device code were unsuccessful. Review of the device image revealed several register arguments with data pointing to an integrated circuit anomaly consistent with the device triggering the backup condition. A longevity assessment was performed based on nominal conditions, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was found in backup mode during an in clinic follow-up. Abbott technical support was contacted to facilitate the restoration of the device, however, the firmware download failed. The device was explanted and replaced to resolve the event and the patient was in stable condition.